Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) year old male patient to report that the patient's battery charger/modem will not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reporter problem (battery charger/modem will not power up) was confirmed. Upon evaluation, the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.